Event description:
The us complainant had a cp being delivered to support a patient admitted in for a st elevated myocardial infarction patient. The pump was placed and allowed for percutaneous coronary intervention. The cp was successfully placed but the limb became ischemic and the team explanted and performed a fasciotomy. The cp was replaced by an impella 5.5 via the axillary. The patent did have known peripheral artery disease which could have caused/contributed to the ischemia. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Corrections to the initial MFR report: h6 impact code 4629 changed to 4627 and 4641 changed to 4624.